Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01730. This report is being submitted as additional information. Approximate age of device - 1 year and 5 months. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned with the driveline cut approximately 0.5¿ from the pump housing and the severed portion, measuring approximately 38¿, was returned. The driveline was tested for electrical continuity in the condition that it was received and reveal a discontinuity in the orange wire of the remaining 3.5¿ for the driveline (34.5 ¿ 38¿ from the connector). The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual inspection found insulation damage and wear in the orange wire 36.75¿ from the connector. Visual inspection of the pump portion of the driveline found a breach in the green wire at the pump housing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. If the exposed conductors of either the green or orange wires contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system was producing pump stoppages on (B)(6) 2018, and was going from power module cable to batteries when it occurred. There was no obvious fracture to driveline. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and showed multiple pump stoppages and low speed operations which drop below the patient¿s low speed limit of 8600 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad was connected to power module. On (B)(6) 2018, it was reported the patient was being left on an ungrounded cable and has not reported any further pump stoppages. On (B)(6) 2018, it was communicated that the patient received a heartmate ii to heartmate ii pump exchange on (B)(6) 2018 due to the internal issue with the driveline. No further information was provided.

Manufacturer narrative:
Age corrected. Explant date was inadvertently omitted from previous report. The correct explant date was on (B)(6) 2018.